Event description:
It was reported the pt experienced a lack of effect. The catheter was replaced due to suspected damage or blockage. The catheter was severed by the hcp during explant. The drug in the pump was pethidine at a concentration of 200 mg/ml and dose of 79.97 mg/day. The pt recovered without sequela.